Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed. The pump was found to be over delivering to the manufacturing specifications. It was recommended that the expulsor assembly be replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming so the user turned it off. The bag appeared to be empty, so he went to the infusion center. The pump was to infuse over 120 hours and when he arrived to the clinic, there should have been 13.5 hours remaining. The nurse noted that the bag was empty instead of there being 47.9ml left. It is unknown if there was a patient, or clinician injury associated with this occurrence.